Event description:
A pedicle screw system was implanted into the pt in 2007 for spinal fixation. Postoperative x-ray examination found two locking nuts to have disengaged in the implanted system, which were replaced in a revision surgery performed on approx four months later. No other complications or adverse effects from the device or during surgery were reported.

Manufacturer narrative:
Device evaluation is in process.